Event description:
It was reported the patient experienced persistent pain at the ipg site. As a result, surgical intervention was undertaken, explanting the ipg. Follow-up identified the leads remain implanted.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.